Event description:
A complainant reported that a patient was on impella cp support due to congestive heart failure (chf). While on support, the patient confirmed to have a stroke. The patient¿s anatomy was damaged from previous procedures and it was difficult to stop bleeding during the procedure. Venous-arterial (va) extra-corporeal membrane oxygenation (ECMO) was successfully placed. There was a large ooze in the left groin. The repo sheath was about 1.5 inches out of the arteriotomy. The site had to be completely taken apart, sheath advanced, re-sutured and redressed. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿